Manufacturer narrative:
(B)(4). No additional information was received. (B)(4).

Event description:
On (B)(6) 2012, a demo cardiohelp (serial number (B)(4)) was powered on after removing it from the pelican case. Once powered on, defective flow probe error appeared in the status bar. (B)(4).